Event description:
A patient with perforated diverticulitis post colostomy underwent robotic lysis of adhesions, partial colectomy and low colorectal anastomosis to take down the colostomy. The surgeon then made an exterior incision at site of the colostomy to close the defect. The surgeon placed ovitex in an onlay fashion over the closed defect. During post-surgical follow up the patient experienced an abscess and persistent seroma which has been drained multiple times under interventional radiology.

Manufacturer narrative:
A review of the batch record showed no nonconformances or other anomalies that may have caused or contributed to the event reported. Testing was completed on similar units which showed the devices met the tested specification.